Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past two years from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate pain relief and was having difficulty charging the implantable pulse generator (ipg). It was also noted that the patients spinal cord stimulator (scs) leads had migrated, which was confirmed through imaging. Reprogramming was performed; however, it was unsuccessful. The patient underwent a procedure wherein the ipg and scs leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.